Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump has been going through batteries really quick. Batteries only last up to three weeks. Customer's blood glucose was 477 mg/dl. Troubleshooting was performed. Customer inserted a new battery after cleaning battery contact and the device did not alarm failed battery test. Customer was advised to monitor the device. No further information reported.